Manufacturer narrative:
Continuation of d10: product ID afr-00016 (unknown serial/lot); product type: 2004-mapping hardware product ID afr-00004 (unknown serial/lot); product type: 3294-generator product ID afr-00008 (unknown serial/lot); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use of the flexcath contour sheath and the affera impedance mapping system during a cardiac ablation procedure, the sheath side port was kinked and an air bubble was noted in the area of the side port at the end of the procedure. An attempt was made to aspirate and flush via the side port but was unable to clear the air bubble, and continued sheath usage was reported. During use of the system, a noisy electrogram was reported along with error messages including pulsed field generator (pfg) to radiofrequency generator (rfg) communication error, an internal software error, patch key read fail error. The case was completed. No patient complications have been reported as a result of this event.